Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6;h10. The following sections were corrected: h4. No product was returned; however, pictures were provided and reviewed. A visual examination of the provided pictures identified that the explanted head, liner and shell were covered in biodebris. The head was observed to have outer surface scratch marks. The liner was observed with the rim and locking feature partly broken off and some damage likely occurred during the removal. No other observations can be made regarding the shell. Without product return, further visual and dimensional evaluations cannot be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products, liner, shell and head were reviewed for compatibility with no issues noted. However, it is unknown if the entire construct is compatible. A definitive root cause cannot be determined. The allegation of noise/squeaky hip cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 7 years and 8 months post implantation due to the patient's hip squeaking. Surgeon believes the wear on the liner and possible placement issues caused the squeaking in the patient and therefore damaged the cup and head. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00-6202-054-22 item name tm acet shell 54mm cluster lot# 63365704 00-8775-036-01 item name biolox delta hd 12/14 36x3.5 lot # 2798737 the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.